Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/12/2017 with the following findings: a review of the black box showed no evidence of a short battery life. The pump powered on with the returned battery cap to a dim discolored display. No audible tones were present at power up during the alarm sequences. The battery cap was unable to fully tighten to the pump. A call service 078 motor rewind error was received during each rewind attempt. The current draws were within specifications. The load value was unable to be obtained due to the call service 078 error on rewind attempts. Unrelated to the original complaint, the battery compartment was cracked in the thread area. Evidence of moisture contamination was found inside the battery compartment. A leak test showed a leak at the battery compartment crack. The pump case was removed to find evidence of additional moisture inside the pump including the motor circuit, piezo circuit, and other associated printed circuit board components. The battery life complaint was unable to be investigated due to the inability to complete the current draw measurements. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.